Manufacturer narrative:
(B)(4).

Event description:
It was reported a pump replacement occurred due to the elective replacement indicator (eri). One day after surgery, the patient was discharged and went home. In the days following, the patient developed a withdrawal syndrome with symptoms including spasms, itching and hypertension. It was also reported despite the use of enalapril 10 milligrams (mg); the patient was unable to get out of bed due to hypertonia. The patient was given an additional bolus of baclofen via the pump and had access to the personal therapy manager (ptm) to administer extra dosages. It was noted wound inspection showed a visible closed and neat incision. It was reported that to identify cause of the complaints, the procedure was evaluated. The preparation procedure of the baclofen in the hospital pharmacy was checked by the pharmacist who prepared the drug. It was concluded that there was no evidence of any errors. Meanwhile withdrawal symptoms were gone and the patient was able to mobilize again at the old level. The tension was also normalized. Furthermore; it was noted all steps in the troubleshooting protocol were followed and they did not find any evidence of errors made or a system malfunction. The procedure was performed under general anesthesia and the catheter was disconnected from the old pump with spontaneous clear liquor flow. The old pump was dissected. In the left/ right abdominal quadrant existing pump was used again. The new pump was filled with 19.5 cc of baclofen 2000 mcg/ml. The catheter access port (cap) was flushed with normal saline. The back table prime was performed (pre pump implant prime), the priming volume was 0.199 milliliters (ml) baclofen (tubing). The catheter was left ¿in situ¿ connected to the pump. The patient¿s status at the time of this report was ¿alive- no injury.¿ it was further reported the catheter was flushed with saline and after the back table prime, they did a prime of the catheter when the new system was implanted. It was noted the healthcare provider (hcp) would prefer not to use the pre-implant pump prime and did not see these withdrawal problems when priming the catheter and tubing at the same time. It was also reported the patient was receiving effective therapy again and was back to their initial dose after several increases in the first weeks post implant, and the hcp started lowering again. Additional information received reported only pre implant priming of the pump was done and the catheter was not primed, which could have caused the under dosage. It was noted the catheter was flushed, first a back table prime was done of the pump, and after implant the catheter was primed. It was also reported they forgot to send the correct print outs. It was communicated by phone that the physician could only retract 17 milliliters (ml) from the pump. It was further reported 3 ml of saline was still present when the drug was injected. This lowered the concentration significantly to 85% of the intended concentration. It was communicated that the physician did not rinse the drug reservoir volume to remove all the saline to prevent drug dilution. The physician was priming the pump twice because that was what was recommended. Although it was noted his opinion was that he had fewer difficulties when he was priming the pump and catheter in one session. The mixture of saline and drug was due to insufficient rinsing of the drug reservoir , which resulted in underdose symptoms. The pump was being used to deliver baclofen.

Manufacturer narrative:
Product ID: neu_unknown_cath, product type: catheter. (B)(4).